Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the buttons did not work. Per service reports, this complaint cannot be confirmed. However, there was a short circuit in the motor cable. The motor cable was replaced to resolve the issue. The device was modified, tested and found to be fully functional. As the reported problem was not confirmed, a root cause for the issue that was experienced by the user cannot be determined. Also, with the available information, we cannot discern a definite root cause for the short circuit in the motor cable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/27/2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool the micro tornado hp w handcontrol. Shaver buttons do not work. Shaver changed. There is a surgical delay of 2 minutes, no patient consequences. The device is available to be returned for evaluation.